Event description:
It was reported that a day after the implant of this right ventricular (rv) lead, low amplitude and loss of capture were observed upon device interrogation. An x-ray showed the lead had dislodged. Subsequently, an additional surgical intervention was required to reposition the lead. It is suspected that the patient moved more than recommended right after the implant procedure, which could have caused the lead to pull back. No additional adverse patient effects were reported.